Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose of 412mg/dl which was treated by insulin delivering a bolus. Customer¿s current blood glucose was 406mg/dl. Customer states that drive support cap was normal. Customer also reports that they noticed crack on the battery compartment. Customer states they are unable to remove the battery cap on their pump. Customer advised to discontinue use of insulin pump and revert to back up plan as per hcp¿s instructions.

Manufacturer narrative:
Pump passed displacement test, self test, operating currents, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump passed the delivery accuracy test. Unit received with stripped battery cap coin slot. Unit received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.